Event description:
During second revision for a loose stryker accolade ii femoral stem, the surgeon noted my trident psl acetabular cup had subsided and aseptic loosening had occurred. The femoral stem was said to be ¿grossly loose¿ and the surgeon felt the subsided cup had contributed ot the loosening of the stem. The pathologist reported there was ¿scant native bone on the cup¿. This the second stryker accolade ii stem I have had replaced due to ¿no bone ingrowth and gross loosening¿ in 42 months. FDA safety report ID # (B)(4).